Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a coronary stent treatment procedure, poor blood flow, stent damage, and poor stent expansion occurred. The 90% stenosed lesion was located in a severely tortuous distal left circumflex. The lesion was crossed with a non-bsc guidewire and a non-bsc balloon catheter was deployed in the posterolateral branch with a non-bsc device used for protection. Following intravascular ultrasound (ivus) and dilatation with non-bsc balloon catheter, a 2.25 x 24 mm promus element plus was implanted. At that time, the patient needed to urinate and angiography confirmed the withdrawal of the guidewire. The physician crossed the lesion with the guidewire again and poor distal blood flow was noted. Ivus confirmed a hematoma "far distal" to the implanted stent. The implanted 2.25 x 24 mm promus element plus stent did not expand fully (incomplete expansion) so a 2.25 x 20 mm promus element plus stent was advanced but unable to cross the mid-section of the implanted stent, where the incomplete expansion occurred. Two non-bsc balloons failed to cross the implanted stent, as well. Angiography was performed and it appeared that the mid-section of the implanted stent was damaged (crushed). The procedure was completed with this device. No further patient complications were reported and the patient's status is good.